Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with a totally destroyed case, display window, and electronic assembly. No button error alarm could be verified due to the damage.

Event description:
It was reported by the customer's mother, that the customer received a button error alarm. Advised to have son call back in order to perform troubleshooting. No additional information was provided.